Manufacturer narrative:
(B)(4). Batch # 281a46. Sr75 ¿ lot # r40n8e and t40z50 (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with two reloads present. The reload b sr75, r58r47 was received unlocked, unfired, with both gripping surfaces broken and only one griping surface was received inside of a plastic bag. The reload c sr75, t5e86p had the proximal 4 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload c swing tab was reset in order to fire the cartridge. The device was tested with the returned reload c and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. No functional testing was performed due to the condition of the reload. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that in the course of a procedure (rt. Hemi-colectomy) using the ntlc, an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. It is unknown what was used to complete the procedure. There were no reported adverse consequences for the patient so far.

Event description:
It was reported that in the course of a procedure (rt. Hemi-colectomy) using the ntlc, an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. It is unknown what was used to complete the procedure. There were no reported adverse consequences for the patient so far.

Manufacturer narrative:
(B)(4). Batch # 281a46. Sr75 ¿ lot # r40n8e and t40z50 (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with two reloads present. The reload b sr75, r58r47 was received unlocked, unfired, with both gripping surfaces broken and only one griping surface was received inside of a plastic bag. The reload c sr75, t5e86p had the proximal 4 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload c swing tab was reset in order to fire the cartridge. The device was tested with the returned reload c and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. No functional testing was performed due to the condition of the reload. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.